Event description:
A user facility clinic manager (cm) reported to fresenius that air was found in tubing for an unknown reason. Upon follow up. The registered nurse (rn) stated there was air bubbles in the cassette. The rn stated that the machine alarmed with an air detected in cassette warning messages during an unknown phase and cycle of treatment. The incident occurred twice to the same patient. The rn also stated that when they opened the cassette door, liquid poured out. The fresenius technical support representative advised to move the patient a different cycler. Patient¿s contact advised that they connected the patient to a different cycler and it was working fine until it occurred again at night time in the new cycler. It was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced, and no medical intervention was required.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility clinic manager (cm) reported to fresenius that air was found in tubing for an unknown reason. Upon follow up. The registered nurse (rn) stated there was air bubbles in the cassette. The rn stated that the machine alarmed with an air detected in cassette warning messages during an unknown phase and cycle of treatment. The incident occurred twice to the same patient. The rn also stated that when they opened the cassette door, liquid poured out. The fresenius technical support representative advised to move the patient a different cycler. Patient¿s contact advised that they connected the patient to a different cycler and it was working fine until it occurred again at night time in the new cycler. It was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced, and no medical intervention was required.